Event description:
Pt admitted to hospital for revision of penile implant secondary to malfunction. Pt noticed an aneursymal type defect on right shaft near base of penis. Device appeared to inflate adequately but there was significant enlargement at the base of the penis on physical exam. The penis deviated toward the left due to this defect. Original penile implant was placed 5 years ago. It was an ams ultrex 3 piece inflatable penile prosthesis, 18cm length with 3cm rear tip extenders, and 100cc balloon.